Manufacturer narrative:
Citation: vera a, et al. Micra implantation after transcatheter aortic valve implantation. Rev esp cardiol. 2017. Http://dx.doi.org/ 10.1016/j.rec.2017.10.002. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) year-old male patient with severe aortic stenosis (as) who underwent implant of a medtronic evolut r bioprosthetic valve (serial number not provided). Following valve placement moderate aortic insufficiency was observed. Balloon dilation decreased the degree of aortic insufficiency to mild on both angiography and transesophageal echocardiography. During post-operative recovery the patient had runs of complete atrioventricular block, and subsequently was implanted with a medtronic micra leadless pacemaker in the right ventricle at the interventricular septum. The patient had a favorable clinical course without complications. No additional adverse patient effects or product performance issues were reported.